Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection and drank water to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.